Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she woke up with high blood glucose reading of 343 md/dl. The customer stated that she was experiencing severe back pain and she fainted. The customer's doctor told her that she may have experienced a heart attack. Troubleshooting was performed and the basal rates were programmed correctly, but the time was incorrect. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to revert to a back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.